Event description:
The pt was critically ill and receiving massive transfusion protocol via thermacor. The cartridge began leaking donor blood all over the floor. It was then determined the tubing had a leak somewhere within the cartridge.